Event description:
The customer reported oil mist. Attempted to contact the customer to gather more information regarding potential physical symptoms related to the oil mist but the customer was not available. The asp field service engineer repaired the unit.